Event description:
Preoperative diagnosis: fibrous integration left acetabular cup. Postoperative diagnosis: fibrous integration left acetabular cup. Operation name: revision left hip acetabular cup with conversion to a metal cup with polyethylene lining and exchange and revision of the neck and head implant as well.